Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a drop in thoracic impedance measurements. Additionally, high out of range pace impedance measurements were observed on the left ventricular (lv) lead which then decreased to 1639 ohms. Boston scientific technical services (ts) discussed how thoracic impedance measurements can be affected by increased fluid and respirations. No adverse patient effects were reported. At this time, this device system remains in service.